Event description:
It was reported to philips that ipc boot failure due to low battery voltage; geometry movements unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cr2032 battery and reset the bios, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).